Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with non-sustained right ventricular oversensing episodes that are attributed to post-paced t-wave oversensing. Programming changes were discussed but not performed yet. The patient was stable. Further information was requested but not received

Event description:
New information noted that the patient was seen in clinic on (B)(6) 2020. Interrogation of the device revealed multiple non-sustained right ventricular oversensing episodes. Programming changes were made to mitigate the issue. The patient had no symptoms due to the event and will continue to be monitored.